Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the user missed a step. The guide wire exit port was not visible when the suture started to be harvested. It should be noted that the proglide instructions for use (IFU), states: continue to gently withdraw the device until the guidewire exit port is visible above the skin. In this case, it is unknown if this directly contributed to the reported untied knot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral vein was attempted using a proglide device with a 8f sheath after a electrophysiology atrial fibrillation interventional procedure. Reportedly, the user missed a step. The guide wire exit port was not visible when the suture started to be harvested. After harvesting the suture when pulling suture behind the knot, the knot untied. Manual arterial compression was used to achieve hemostasis. There was no clinically significant delay in the procedure. No additional information was provided.